Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections with additional information, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 21nov2019. The case was a cerebral angiograms via femoral access. An angiogram of the iliac artery was performed. Hemostasis was achieved. Additional information was received on 25nov2019. Manual compression was held for 15 minutes. An 8fr procedural sheath was used.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor placed an 8fr angio-seal vip device. The access was at the bifurcation of the superficial femoral artery (sfa) and profunda. The plate caught the bifurcation instead of the vessel wall, so the device ended up inside the artery. Surgical intervention was done by the vascular surgery team to retrieve the anchor. A cut down of the common femoral artery (cfa) and removal of the anchor that was in the sfa and profunda was performed. The patient was reported to be in stable condition.